Event description:
It was reported that the right ventricular (rv) lead pacing impedances increased from 350 ohms in april to 1800 ohms in august. It was noted that the threshold measurements also increased from 0.5v to 3.0v. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.